Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2018 regarding a patient receiving morphine (unknown concentration at 1.2mg/day) via an implanted infusion pump. The old dose was 6 or 7mg/day. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was admitted to the hospital on (B)(6) 2017 and was feeling lethargic. An unknown manufacturer representative came out to decrease the dose the pump was delivering, and the patient wanted to leave the hospital with the same dose they entered with. No further complications were reported or anticipated.